Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by customer that they had another issue with primary IV tubing, not a leak this time but a problem with the end of the tubing/cuff that fits into the patient's clave that came off.